Event description:
The customer experienced increasingly high bg levels over a nine hour period while this pod was worn. A bolus had been administered after an initial high reading of 359mg/dl; an hour later, his bg level remained the same and a second bolus was administered. However, his bg level had risen to 431mg/dl seven hours later and soon climbed to 494mg/dl. He stated that "the cannula looked bent," though no alarm was initiated to indicate a possible occlusion. The pod was discarded and will therefore not be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, we are unable to confirm whether the reported cannula kink had contributed to insufficient insulin delivery. Based on the bg history provided by the customer, however, it is assumed that the cannula kink was a potential contributing factor. The customer had delivered two correction boluses within an hour, though bg's failed to lower; it is expected that his bg levels would have gone down in response to the boluses. (Without the pod returned for eval, however, we cannot determine whether the high bg levels were due to physiological conditions or whether the reported cannula kink may have been a factor.) In addition, there is no indication that the pod had initiated an occlusion alarm in response to the cannula kink. If insulin flow to the user was obstructed by the kink, the pod should have initiated an occlusion alarm. Although it cannot be confirmed through a device eval, the pod is assumed to have been a contributing factor to the customer's high bg levels based on the info provided in the report. Lot qualification test results for this pod lot revealed no failures that resulted in an occlusion alarm. The lot passed the acceptance criteria. Note: eval is specific to activities performed during lot qualification testing (and are not related to activities performed on the subject pod as it was not returned for investigation).